Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency department treatment while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional information indicated reports of leaking cartridges and possible issues with supply setup or site placement; however, these conditions could not be confirmed through device data and no product was available for evaluation at the time of the event. Based on available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 07-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 600 mg/dl, resulting in emergency department treatment. The user was transported to the hospital by a caregiver, treated with IV insulin, and discharged on (B)(6) 2026. No long-term health effects were reported.